Event description:
It was reported that about 10 days after the implantation, in 2010, the pt had a swelling over the implant and was hospitalized. Pressure bandages were applied and fluid was syringed from the swelling. There has been no subsequent swelling. Over the past 2 years the pt's family has not been able to get the pt to wear the ci.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.